Event description:
It was reported that a peritoneal dialysis (pd) patient's catheter has been changed and that repositioning does not resolve the unknown drain alarms. Upon follow-up, the patient's pd nurse confirmed the pd catheter (not a fresenius product) was replaced (date unknown) due to pd catheter infection. The nurse also confirmed the patient did not have peritonitis. The nurse stated the patient has intermittent drain complications but has been able to complete pd treatments without any ill effect. Per the nurse, the patient has not had any adverse effects from use of any fresenius device, or product. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).